Event description:
Disassociated r-head recon head was revised in a pt.

Manufacturer narrative:
Pt's radiographs showed potential over stuffing and possible laxity of the lateral collateral ligament around head of device which may have contributed to the disassociation. Review of mfg records showed no anomalies. Dimensional investigation being conducted.